Event description:
The home patient (hp) reported a pain, as if they had been shocked, while using the homechoice device for apd therapy. Follow up with the hp reveals that they had been sleeping while using the homechoice device. During therapy, the hp woke up with the intention of getting out of bed. The hp relates that when they placed their foot on the carpet to get out of bed they felt a pain that radiated up their leg. The hp relates that they continued therapy to completion with no difficulties and there was no patient injury or medical intervention as a result.